Event description:
Reporter alleged blood glucose measured 223 mg/dl back to back with a result of 116 mg/dl, when test were performed one minute apart. Customer stated having low glucose symptoms at that time and self treated by eating food one hour earlier, when a result of 50 mg/dl was obtained. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.